Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system would not activate infusion.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The touchscreen was calibrated, and then later replaced it to resolve the issue. Unrelated to the reported event, the system software was upgraded. The system was then tested and met all product specifications. The system was manufactured on january 12, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming touchscreen. (B)(4).